Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The the following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a stuck guidewire is confirmed but the exact cause remains unknown. Two photo samples of a guidewire within an introducer needle were provided for evaluation. The first photo sample shows the distal end of the introducer needle. The guidewire is extending past the needle bevel. The guidewire tip is curved, and the coils are observed to be elongated. The condition of the core wire could not be clearly inspected. The second image shows the guidewire being manipulated while extending through the introducer needle. The hand position on the components and distal end of the guidewire appears to show an attempt in retracting the guidewire. Since the guidwire appears to be in a stuck position, the complaint is confirmed but the cause remains unknown as the condition of the guidewire could not be inspected from the images provided. Possible contributing factors include retraction of the guidewire against the needle bevel. The product instructions for use (IFU) states, "caution: do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined." A lot history review (lhr) of redq2412 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire was unable to be withdrawn, with traces of breakage and threads. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redq2412 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire was unable to be withdrawn, with traces of breakage and threads. No other information was provided.